Event description:
Uf voluntary medwatch received that stated: "on the event date, pt received more dilaudid than intended through a pca pump. Pt became unarousable, a code was called and narcan and bicarbonate were administered. Chest compressions were performed and the pt quickly came out of the pulseless electrical activity into a supraventricular tachycardia. Pt did require intubation. Pt fully recovered from the event and was discharged home four days later." Upon further query, info was provided that indicated, an operator error in programming the pump, which resulted in the pt receiving more medication than intended. On an unspecified date and time the pump was programmed to deliver dilaudid 0.2mg/ml, in the pca+continous mode, with a 0.1mg/hr continous rate, a 0.2mg pca dose, 10min. Pt lockout, no 4 hr limit was selected and the delivery was started. In the same month at 0804, the nurse noted the vial was empty. At this time, the md ordered the continuous rate to be changed to "0.05mg/hr". It was reported the nurse changed the vial and reprogrammed the pump to deliver a rate of 0.5mg/hr instead of the intended rate of 0.05mg/hr and resumed the delivery. At 1430, the pt was transferred to an unspecified stepdown unit. At 1500, md ordered the continuous rate to be stopped; however, it was reported the continuous rate was not discontinued. Between 1935 and 1940, the nurse noted syringe was empty and pt found in respiratory arrest with heart rate in the 40's. The pt was treated with chest compressions, intubation, narcan 2mg, epinephrine 1mg, sodium bicarbonate, unspecified IV fluids and was transferred to the intensive care unit. Reportedly, "we had her back within 1 min". There were no reported adverse pt sequelae. The device was removed from clinical service. Though requested, no add'l info was provided. Add'l info from the user facility report: pt had been admitted to hospital one month prior, and had undergone a total abdominal hysterectomy, left salpingo-oophorectomy, partial sigmoid resection with primary reanastomosis, and omentectomy as well as an appendectomy and splenectomy.

Manufacturer narrative:
User facility voluntary medwatch report was received on 10/08/2009. The report number was not provided. At this time, the customer will not be returning the device for eval. The customer contact indicated that review of the pump history at the user facility, it was found that the event was the result of operator error in programming and "it was not a defective pump". Add'l info from the user facility report: date of this report: 10/08/09. Hospira, pca pump, device available for eval? Yes.